Event description:
The facility representative reported a colleague infusion pump with lines in display. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with lines in the display was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Additional information: should additional information be received, a follow-up medwatch will be submitted.